Event description:
It was reported the one of the patient's leads had migrated resulting in ineffective therapy. As such, surgical intervention may occur to address the issue. The investigation did not determine which lead had migrated.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000124577.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Patient had leads explanted and replaced to address the issue. Reportedly, therapy was confirmed post op.